Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. If additional information is provided, a supplemental report will be submitted. Full name of initial reporter: (B)(6).

Event description:
It was reported that during transport of a patient from the or to the ICU using a cs300 intra-aortic balloon pump (iabp) in semi-auto mode, the iabp alarmed 'no trigger'. The nurse changed the iabp from semi-auto mode to auto-mode and disconnected the unit. The nurse then reconnected all cables and the iabp functioned fine without further issue. No adverse event was reported.